Manufacturer narrative:
Concomitant medical products: product ID 97713, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 377645, lot# v006431, implanted: (B)(6) 2006, product type: lead. (B)(4). See also mfg. Report no. 6000153-2016-00531.

Event description:
A consumer reported a pain/burning in her left leg/thigh area. It was reviewed to decrease/turn stimulation off, which the consumer had not tried yet and declined assistance of how to do this. She was currently feeling stimulation from waist to toes, but pain was in left leg only. There were no falls/trauma related to the issue. The consumer also stated when her implantable neurostimulator (ins) was replaced in (B)(6) 2015, the surgeon told her the lead was ¿going bad¿ and would have to be replaced soon. The consumer was unable to clarify what ¿going bad¿ meant. Follow-up was being conducted to determine cause and steps taken to resolve the reported event. If received, this event will be updated. Indication for use included non-malignant pain.

Event description:
Additional information received from the consumer reported they met with the manufacturer¿s representative (rep) as previously reported who performed an impedance check and gave them six new programs. It was noted during the reprogramming session the consumer experiencing jolting sensations. According to the consumer the rep. Told them the stimulator part was working, but the impedances ¿were at 0%,¿ meaning something was wrong with the lead and the lead wasn¿t functioning/misreading. The consumer was feeling stimulation but it wasn¿t covering where their pain was located and their ¿quality of life was going down the drain.¿

Event description:
Additional information received from the consumer reported they experienced pain and burning in the left upper thigh, and that it was painful with physical movement. On (B)(6) the consumer met with a physician and the manufacturer's representative (rep) for a system check. It was determined the implantable neurostimulator (ins) was working, but another part read zero and wasn't working (the consumer couldn't remember the part name). During the appointment six new programs were set and stimulation was working around the pain, but not on the pain. The consumer further reported the ins was doing the best it could "for what it's worth" but they couldn't function because therapy wasn't functioning. Due to the consumer's current medical condition and current ins battery level the doctor was opting to use the ins therapy as is for now, and at their next battery replacement they would fix/replace the damaged parts.